Event description:
It was reported that there was foreign object in the device. An encore 26 inflation device was noted to have a white floating object inside. The procedure was completed with another of the same device. There was no patient involvement reported.

Event description:
It was reported that there was foreign object in the device. An encore 26 inflation device was noted to have a white floating object inside. The procedure was completed with another of the same device. There was no patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that there were no foreign materials were observed in the encore device. No other issues were identified during the product analysis.